Manufacturer narrative:
(B)(4).

Event description:
It was reported that, immediately post-operatively, some impedance readings were in the normal range, some were elevated, and a few were greater than 40,000 ohms. Impedance readings were not conducted intra-operatively, per the physician. The pt felt stimulation when programming was performed with some combinations, but only at higher voltages. The pt had a lot of scar tissue and the lead placement was more "complicated." It was later reported that the impedance readings improved later on the day of implantation. No info was provided related to the pt's outcome. A f/u report will be filed if add'l info becomes available.